Event description:
Medela invia wound vac canister and tubing clogged in pacu, new set applied. Medela wound vac placed on pt in operating room, received pt to pacu, worked for approx 45 mins, then became clogged. Set changed.